Manufacturer narrative:
The manufacturer previously reported a ventilator inoperative condition occurred on a bipap a40 pro device. The customer claims the device is turning off during therapy. There was no harm or injury reported. The device was returned to the manufacturer's product investigation laboratory for investigation. The device's event log was downloaded and reviewed. Although the alarm was not duplicated in the lab, the technician verified alarms that would trigger a device software reboot were observed in the log. There were multiple corrupt entries indicating that the software problems would have triggered the system reboots. The software was not reloaded due to the device being scrapped per the manufacturer's protocol.

Manufacturer narrative:
H3 other text : device not returned to manufcturer.

Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred on a bipap a40 pro device. The customer claims the device is turning off during therapy. There was no harm or injury reported. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.